Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic that the insulin pump was under delivering. The customer blood glucose level was 18 mmol/l at the time of incident. The customer¿s current blood glucose value was 7 mmol/l. The customer did not experience any symptoms such as a result of high blood glucose. Customer has been using insulin pump system within 48 hours of reported high blood glucose event. The customer treated high blood glucose value with manual injection. Auto mode feature was activated at the time of high blood glucose event. The customer was neither in the emergency room, nor admitted into hospital as a result of high blood glucose. Customer alleging possible insulin pump was under delivery because customer blood glucose value go down when they injected insulin manually. No harm requiring medical intervention was reported. The customer will continue to use the device.